Manufacturer narrative:
A2: age at time of event: 18 years and older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. A longitudinal tear was identifed extending 50mm along the entire length of balloon. An examination of the balloon material and distal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years and older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a vessel in the arm. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.